Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of two (2) meters from the surgery field. In addition, it was learned that the hydrogen peroxide level is checked from monday to friday and not during week-end and the device is stored full of water. This is not in accordance with device instruction for use which prescribes daily check of peroxide level. This deviation may have led/contributed to the reported contamination.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with legionella. There is no known patient involvement.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.